Event description:
During review of the event history log system error 322 was discovered. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upper auxiliary assembly was failing. This part is a known is a known contributor to system error 322 and has been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.